Manufacturer narrative:
B3: event date is confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial#: (B)(6), UDI#: (B)(4); product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported last night they tried to charge the implantable neurostimulator (ins) battery and the recharger cord got really hot. Patient stated the paddle got kind of hot but the relay box in between where you charge the paddle and the plug got so hot they could not hold it in their hand. Patient verified they did not encounter any burn or mark on their skin. An email was sent to the repair department to replace the recharging cord.

Manufacturer narrative:
Analysis of the [recharger], model [97755], s/n (B)(6), revealed. Analysis found: no device found and no anomalies were visually observed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.